Event description:
S/p ptca with angioseal closure. Pt oozed after hemostasis achieved in cath lab. Transported to recovery area with femstop in place to right groin at 180 per protocol. Manometer was not transported with pt. Manometer applied to femstop when pt arrived on floor. On arrival to floor, right leg from the thigh to the foot was dusky, mottled in color, pulses not palpable. Pressure released from femstop and pulses palpable. Pt was discharged on the next day with 1+ palpable pulses right.